Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The second perclose (12673-03/950086h) is being filed under a separate MFR number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, hemostasis was not achieved by the first proglide device. A second proglide device was used and a cuff miss occurred. Hemostasis was ultimately achieved using a third proglide device. There was no reported adverse patient sequela. Though requested, additional information was not provided.